Event description:
It was reported by the aci sales professional that a female patient underwent an interventional coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Peri-procedure the patient was anti-coagulated with angiomax, integrilin and ticagrelor. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. The physician inserted the device, pulled to 2nd stop, opened side port on the sheath to confirm hemostasis and the physician relaxed tension to allow blood to enter the sheath system. The physician then pulled back with just enough tension to stop the blood flow into the sheath. The physician then attempted to shuttle the sealant down through the sheath. The physician encountered what he felt was resistance while shuttling the sealant down and the physician felt this was the firm stop and pulled the sheath back to the black handle. Upon doing this the physician found that the advancer tube was not inside the tissue tract, but the catheter was visible. The physician attempted to reintroduce the procedural sheath down the tissue tract but was unable to. The physician reported that the catheter, advancer tube, and sealant guard would not slide back down. The physician deflated the balloon, removed the device and converted to a femostop (duration unknown) to achieve hemostasis. The patient was discharged the next day per hospital protocol for coronary intervention.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices) is being added.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant was visible at the end of the shuttle tube. The advancer tube on the returned device was inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. A segment of the sealant was observed adhering to the inside wall of the shuttle cartridge. Based on the provided information and the investigation performed, the probable cause of the reported failure to deploy cannot be conclusively determined. We are unable to determine the root cause of the event. The review of the lhr (lot f1217102) indicated that the device lot met all established performance criteria prior to shipment.